Event description:
It was reported that the user experienced hyperglycemia near 400 mg/dl without an alert from the ilet, then exercised and ate a bagel, made a ¿more than usual¿ meal announcement despite typical carbohydrate intake, and subsequently had four low glucose episodes that were treated with oral glucose, soda, and candy, with glucose fluctuating between low and in range. Symptoms included hypoglycemia with a nadir of 52 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect meal size announced, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. A separate report will be submitted for hyperglycemia (cause unclear).